Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information: regarding the cause of the discrepancy healthcare provider (hcp) now questioned if it was pump malfunction versus catheter kink; the work-up was noted as ongoing. The patient was stable but had ongoing increased spasms. Oral medications the patient was taking at the time of the event included baclofen and neurontin. A follow-up report will be sent if additional information becomes available.

Event description:
The patient recently reported an increase in spasticity. They also had a recent urinary tract infection (uti) and an ingrowing toenail so the health care provider (hcp) thought that may have been the cause of the spasticity. However, a refill was performed on the date of this report and a volume discrepancy was found. The expected residual volume was 3.5, and the actual residual volume was 16.5. The logs were normal and there were no alarms. They were planning a catheter access port (cap) procedure later today to check catheter patency. Drug delivered via the device was lioresal. At a later date, reporter stated that patient had no symptoms. A catheter access port pull back was performed and they were unable to aspirate fluid. Patient was stable. Patient was referred for catheter replacement in the near future, no date was set as of yet. A follow-up report will be sent when additional information becomes available.

Event description:
Additional information was received. It was reported that, during the pump refill, 17ml of baclofen was aspirated where telemetry showed only 2.5cc. It was noted that there was no stall in the pump logs. At the time of report, the patient was stable and in an ¿ongoing work up¿. In addition, it was indicated that the patient¿s intrathecal baclofen treatment was ongoing.